Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of an umbilical hernia on (B)(6) 2010 and mesh was implanted. Postoperatively the patient experienced persistent abdominal pain and a small bowel obstruction. On (B)(6) 2011, the patient was admitted to hospital with a small bowel obstruction. The surgeon noted a massive amount of well-healed adhesions involving the entire small intestine. The surgeon removed a portion of patient¿s small intestine to relieve the obstruction. The patient continued to experience abdominal pain and a partial small bowel obstruction only one month later. On (B)(6) 2014, the patient was sent to another hospital due to abdominal pain. A CT scan revealed a transition point likely due to adhesions to the mesh in the lower abdomen with findings consistent with small bowel obstruction. On (B)(6) 2014, the doctor performed an exploratory laparotomy with extensive lysis of adhesions. On (B)(6) 2015, the patient was again admitted to hospital for complications, and the doctor found the bowel to be densely adhered to the mesh and excised the mesh. The doctor then began a lysis of adhesions of the small intestine. The patient then had to undergo an open incisional ventral hernia repair. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.